Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump unexpectedly shut down. Reportedly, the customer was able to get the pump to turn on when the pump was plugged into a power source. The customer stated that when the pump turned on, the lock screen page appeared and the touch screen was unresponsive and not functional. The customer's blood glucose level was 196 mg/dl at the time of the report. Customer confirmed that an alternate method of insulin delivery was available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.